Manufacturer narrative:
Device is a combination product. (B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that post a stenting treatment procedure, a stent fracture was noted. The target lesion was located in the left circumflex. A 25x2.5mm taxus liberte stent delivery system (sds) was advanced and the stent was deployed in the lesion. One month later, angiography was performed and the physician "felt that the stent had fractured." No additional patient complications were reported and the patient's status is good.